Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during umbilical hernia procedure, the thread broke. On the end, when the suture was knocked it was broken. Another suture was use to complete the case. There was no patient injury.